Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) that was broken. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported lens model is only qualified for use in the (a) cartridge. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken in the insertion area and returned adhered to the optic by solution. The optic is cut in half typical of insertion and removal. A small crack is observed at the edge of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The reported lens damage was observed. Solution and blood are dried on the lens. One haptic is broken in the insertion area and returned adhered to the optic by solution. The optic is cut in half typical of insertion and removal. A small crack is observed at the edge of the optic. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).